Event description:
Customer reported a button error alarm. Customer's current blood glucose reading is 236 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to corroded keypad traces. Scratched lcd window, cracked display window corners and cracked reservoir tube lip.